Manufacturer narrative:
Reference MFR report # 2916596-2016-00400 for the patient's previous pump exchange due to suspected thrombus. (B)(4). Approximate age of device: 3 months. The pump was not explanted and was not available for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2016, the patient underwent a pump exchange due to suspected pump thrombosis. It was reported that on (B)(6) 2016, the patient's spouse found the patient unresponsive on the bathroom floor. Emergency medical services (ems) transported the patient to the local hospital where the patient was intubated. The family stated that the patient complained of right eye pain the previous night before going to bed around 10 pm. At the outside hospital, the patient was non-responsive, showed extensor posturing and the right pupil was fixed and dilated. At the time of the event, the patient was being medically managed on aspirin, warfarin and persantine. The patient was given 2,200 units of prothrombin complex concentrate (pcc) for further anticoagulation reversal and was started on IV mannitol. A CT scan demonstrated a large parenchymal hemorrhage with surrounding hypodensity centered in the right temporal and parietal lobes. There was also a partial effacement of the right lateral ventricle and leftward midline shift. The suprasellar cistern and prepontine were found to be completely effaced. The patient was given 10 mg IV of vitamin k and 1 unit of fresh frozen plasma before being transferred to the implanting center. Upon admission to the implanting center, a comparison CT scan was done on (B)(6) 2016 at 02:42 which showed an increase in the parenchymal hemorrhage with minimal but clear extra-axial extension. An increase of the leftward midline shift was also noted along with an increase size of the left lateral ventricle and a continued effacement of the right lateral ventricle. A new soft tissue emphysema was seen at the skull base and at the region of the cavernous sinuses possibly related to venous access or penetrating injury to the aerodigestive tract. A neurological consult the same day confirmed brain death. The cause of death was reported as intracerebral hemorrhage leading to cerebral herniation.

Manufacturer narrative:
A specific cause for the reported intracerebral hemorrhage and a correlation to the evaluation of the returned device could not be conclusively determined. The device was returned assembled with the driveline cut approximately 10.5 inches from the pump housing and the severed portion of the driveline was returned in two pieces. Upon disassembly of the returned device, examination of the proximal-side of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. A similar deposition was present on the outlet cone section of the rotor. The lack of laminated layering suggests that the depositions did not form in these locations. Although their origins and duration of time for which they were present in the pump could not be conclusively determined, areas of the depositions had evidence of denaturation, and the circumferential contact marks on the outlet bearing cup and outlet cone section, indicate that the depositions were likely a single formation that was present in the blood tube/rotor outlet section and outlet stator while the pump was operating. The observed depositions and their correlation to the patient¿s hemorrhagic stroke could not be conclusively determined. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 07/06/2016 stating that the patient expired on due to a large stroke. The device will be returned for evaluation.